Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was inserted in a patient for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. It was reported that during the procedure, while trying to deploy the stent graft, the physician was not able due to a crack in the delivery system. As the physician could not deploy the stent graft, the delivery system was removed from the patient. However upon removal, the area of the delivery system that was cracked/severed tore the patient's femoral artery. The right external iliac artery measured 8mm in diameter. The physician repaired this with a patch and patient didn't experience any further complication. A new bifurcate was selected and the procedure was successfully completed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Medtronic received the endurant iis bifurcated stent graft delivery system. The product analysis is as follows: upon inspection of the returned device, it was noted that there was a slight bend at the distal edge of the tapered tip. There was no gap observed between the tapered tip and edge of the graft cover. The edge of the graft cover was pressed against the tapered tip, which most likely occurred during removal. The suprarenal stents were fully loaded within the tip capture. A complete radial break in the graft cover was observed at approximately 257mm from edge of the graft cover. The break occurred in the center of the bond area (heat affected zone). The heat affected zone on both sides of the break measured approximately 6mm in length. A small divot was observed approximately 3mm away from the edge of the break on the tapered tip side. There were no signs of twisting or kinks observed on the rest of the graft cover. There were no gaps between the front grip and the external slider. The device was returned with the blue thumbwheel rotated approximately 2 mm from the rear handle. No device parts were missing from the returned device. The rest of the device was unremarkable. Upon microscopic inspection, the break on the front grip side was relatively clean. A slight outward indentation was observed. There was no elongation or necking observed on this break. Upon inspection of the break on the tapered tip side, 70% of the break appeared to be smooth. The break became non-uniform at a certain point where a small piece of the graft cover had frayed away and was protruding outward. It was possible that the graft cover did not completely break initially, and removal from the patient may have resulted in the protrusion and the complete radial break. The complaint was confirmed; there was a break in the graft cover at the graft cover bond. The graft cover leading into the area of the bond break did not have any major kinking or twisting and was relatively smooth. Therefore, the device was likely not exposed to extraneous stressors along the length of the device. The root cause for the event could not be conclusively determined however, was most likely manufacturing related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.